Event description:
A customer reported that during a procedure, the vitrector would not cut appropriately. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. The device history records (DHR) for the lots were reviewed. A cut test alignment issue was found on one of the eight component lots. However, the suspect product was re-inspected and the product was released according to the MFR's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).